Event description:
The customer reported to olympus that the evis lucera ultrasonic bronchofibervideoscope control section on instrument channel port was loose. The issue was found during preparation for use in a diagnostic endobronchial ultrasound. The procedure was completed using a similar device. The patient was not sedated at the time of the issue. Inspection and testing of the returned device found that there was a gap, deformation and tilting in the instrument channel port.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. The device evaluation and the customer's allegation was confirmed and found that the forceps channel port was shaved, and hence water tightness was lost. Due to breakage of image guide bundle, the specified resolution was not obtained. Switch box had a scratch. Switch button 1 and 4 had a wear. It was found that 14 sound lines were broken, among which, 8 of them were broken consecutively. It was found that image was blurry with water marks; after drying the scope, the image became normal. It was found that the ultrasound probe was damaged. It was found fluid invasion inside the electrical connector a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the reported product problem. Olympus will continue to monitor field performance for this device.